Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The reported temperature issue was not confirmed, however; the device did not meet specifications during an irrigation leak test, consistent with the reported temperature issue. Fluid was noted within the tygon tubing distal to the optical connector and electrical connector plug. Fluid was also noted within the redel connector, consistent with the short circuits detected. Further testing revealed a leak at the luer/irrigation tubing junction, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the electrical connector, consistent with the fluid noted within the redel connector. Additional investigation determined the leak was due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock caused by an interruption in the curing process. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
This report is to advise of an event observed during analysis confirming a tygon tubing leak of the catheter.